Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.0/x008 in the patient's left eye (os). The patient experienced excessive vaulting, narrowing of the irido-corneal angles. The doctor plans to exchange to a smaller lens and said that the problem is due to w-t-w measurement. At the date of MDR submission, the lens remains implanted. Patient does not understand why exchange is necessary when vision is good.